Event description:
It was reported that the customer's insulin pump has cracks to the casing. It was also reported that there is debris under the display. Customer's blood glucose level at the time 3.6mmol/l. No significant event leading up to the incident was mentioned.

Manufacturer narrative:
Insulin pump had cracked reservoir tube lip, broken battery tube threads, minor scratched on lcd window, cracked case at display window corners and cracked end cap. Debris noted behind display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.